Event description:
Reportedly, in the ICU, the caregiver (a family member of the pt) noticed that the unit was giving the audible alarm. After the alarm, the nurse found that the unit was not ventilating. The pt was then switched to a manual ventilation (ambu bag). The unit was turned off and back on again. However, it did not correct the problem. Another unit was used on the pt and it functioned normally.

Manufacturer narrative:
The ventilator was returned to us in 2008, and is under investigation. A failure analysis report and action taken in resolving this issue (if needed) will be submitted to medwatch program.